Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cracked battery compartment. There was reportedly moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/16/2016 with the following findings: during investigation, the battery compartment was cracked near the top left corner of the grip pad, and below the grip pad. Unrelated to the original complaint, moisture was found in the battery compartment. A leak test was performed and failed due to a battery compartment crack. The pump was opened to find no moisture. Additionally, the display was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.